Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that ambicor penile prosthesis (app) was oversized, causing a buckling when the device is inflated for use. All components were explanted and replaced with a new inflatable penile prosthesis (ipp) without ay adverse patient effects. He is felling much happier now with his ipp that fully deflates.